Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore definitive cause of event could not be determined.

Event description:
It was reported that on (B)(6) 2017, patient presented with pre-op diagnosis as primary osteoporosis with compression fracture. For which, patient underwent balloon kyphoplasty (bkp). Intra-op, cement extravasation was observed. The cement leaked from the fracture line of vertebral body side wall. Cement was stored at proper temperature before and during the procedure. Cement was runny prior to delivery into the patient. It was considered that this was because timing of filling cement was faster than usual. The procedure completed with the original product. Patient complications were reported unknown due to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.